Event description:
M.d. Informed this facility that he had used this frame for spinal fusion. M.d. Also reported that previously he had had one patient that had transient nerve problems following use of this frame and that after this, he decided to add some padding to the frame to sofening the pressure on the lower legs. This patient was very obese and was kneeling on the operating table for 7 hours. The patient developed compartment syndrome of the lower limbs. The decision was made to immediately carry out multicompartment fasciotomy. Patient has lost most of his calf muscles and front muscles of the lower legs due to necrosis. He has been sent to another hospital for hyperbaric oxygenation therapy. There has been concern that he may need bilateral amputations at or below the knee. Patient is still undergoing treatmentdevice not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: unanticipated long term complication of procedure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.